Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('female pelvic pain') in an adult female patient who had essure (batch no. 886675) inserted. The patient's medical history included dyspareunia, endometrial ablation, menorrhagia, anxiety, allergy nos, appendectomy, adenomyosis, hemorrhagic cyst, paratubal cyst and endometriosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, total, laparoscopic salpingectomy, laparoscopic). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: I have a hysterectomy scheduled. Lot number: 886675 manufacture date:2011-08 expiration date: 2014-08 confirming the injuries reported in this case, the following events were confirmed in patient's medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 29-apr-2021: medical record received: reporter information, medical history, event medical device removal replace with pelvic pain. And removal details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 886675) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy scheduled.). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: I have a hysterectomy scheduled. Lot number: 886675 manufacture date:2011-08 expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure (batch no. 886675) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy scheduled.). Essure treatment was ongoing at the time of the report. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: I have a hysterectomy scheduled. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mail communication received: case category was upgraded as serious incident. Event: 'physical problems associated with essure, was replaced by 'medical device removal. Lot number was added, patient demographic was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.